Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call replace battery now alarm and power error detected error alarm on the insulin pump. Customer¿s blood glucose level was 15.9 mmol/l. Troubleshooting for replace battery now was performed. Customer advised they received a low battery alert before the replace battery now alarm. Troubleshooting for power error detected alarm was performed. Customer received replace battery now then later received the power error detected alarm. Customer advised they had battery issues the entire day and the issues remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error alarm. Power management tool confirms the unloaded voltage(ul vlith) loaded voltage (loaded vlith) are within specifications. However, power error alarm and power loss alarms found at the long trace history file. The insulin pump had intermittent non-sleep anomaly software error. The insulin pump was received with faded serial number label. Unit received with minor scratched display window, case and keypad overlay texture damaged.